Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator would not unlock and open. A field service engineer (fse) observed that the remote manager door hasp was detaching from the refrigerator door and identified that the refrigerator had a glass door with a flanged edge and a surrounding lip, which required multiple layers of tape to secure the hasp. The fse noted that the flange was bowed and secured the hasp as effectively as possible despite the design limitations, determined that the refrigerator was not suitable for proper installation, and indicated that the setup might fail in the future and would require follow-up communication with the pyxis administrator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5sa-b remote manager refrigerator failed to unlock/open. The customer attempted troubleshooting steps, including shut down the pyxis station for approximately three minutes and restarted it; however, the refrigerator door remained locked and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.